Event description:
It was reported the gastrointestinal videoscope had a screen or image was flickering. The issue was found during set up and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown, additional information will be provided if available.